Event description:
It was reported that the handpiece runs while in safe mode. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece was received at the manufacturer and the running in safe mode complaint was unable to be duplicated. The device passed the quality investigation procedure and was placed back into service.